Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
The pump was returned to the manufacturer due to end of life. The pump underwent routine analysis.

Manufacturer narrative:
(B)(4). Analysis of the pump found an alarm resonator anomaly. The pump failed the alarm db test with a reading of 69.1 db. Inspection of the resonator found cracks.